Manufacturer narrative:
Vyaire medical performed bench testing. All testing performed with a good known test ac adapter and patient circuit connected. Unit passed 114 hours extended tests at customer settings with no unusual alarms or conditions. Performed troubleshooting final test and results failed, the ventilator failed at pressure & oxygen blending performance due to uut (unit under test) zero flow not detected. Bench testing revealed flow valve s creating the non-conformance. As a resolution flow valve was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 was on a patient and the saturation on the unit kept decreasing on two separate occasions. The saturations started to drop and the patient was placed back on the hospital ventilator. The customer confirmed that there is no patient harm associated with this reported event.